Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth values were obtained from four patient samples when compared to the results generated for the same samples using an alternative vitros ipth kit lot. Root cause of the discordant test results could not be determined, although the possibility that the customer had generated a sub-optimal calibration curve could be ruled out. The investigation did not find any evidence to suggest that the customer¿s analyzer was performing unexpectedly. Unexpected reagent performance or a pre-analytical sample processing / storage issue could not be ruled out as possible contributing factor to the event.

Event description:
The customer complained that higher than expected vitros ipth values were obtained from four patient samples when compared to the results generated for the same samples using an alternative vitros ipth kit lot. Patient 1 vitros ipth result = 123.63 pg/ml vs expected 73.8 pg/ml, patient 2 vitros ipth result = 96.86 pg/ml vs expected 50.7 pg/ml, patient 3 vitros ipth result = 119.65 pg/ml vs expected 86.7 pg/ml, patient 4 vitros ipth result = 108.45 pg/ml vs expected 80.0 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The results were reported to a clinician: however, corrected reports were issued using a different lot. No allegation of patient harm was made as a result of the event. (B)(4).